Event description:
Device has been explanted.

Manufacturer narrative:
The events of seroma-late is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported "thickening of the implant", "build-up of fluid", "discomfort", "worried about alcl", "possibility of capsular contracture (grade I)".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Patient reports "capsular contracture grade IV, shape change, unsymmetrical, painful and swollen, tightening." This relates to the right device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Patient reports "capsular contracture grade I, shape change, unsymmetrical, painful and swollen, tightening", "thickening of the implant", "build-up of fluid", "discomfort", "worried about alcl". This relates to the right device. Device remains implanted.